Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
The rpn cannot be confirmed, possible 510(k) numbers are k163018 or k182980. Device evaluation: the zilver 635 self-expanding biliary stent devices of unknown lot numbers involved in this complaint were implanted in the patient and not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver 635 self-expanding biliary stent devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use instructions for use (ifu0065-3) states the following: intended use: this device is used in palliation of malignant neoplasms in the biliary tree. There is evidence to suggest the user did not follow the use instructions for use as the devices were used to treat pancreatitis. The japanese packaging insert (c-es1207m06) supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. Root cause review: a definitive root cause of off label use was identified from the available information. The instructions for use (ifu0065-3) indicate that the device is intended for use of the device is palliation of malignant neoplasms in the biliary tree. According to the customer testimony the devices were used to treat pancreatitis. It is not possible to state how the device will perform when used outside of its validated state. Summary: the complaint is confirmed based on customer testimony. According to the information available there was no acute recurrent pancreatitis experienced by the patients.

Event description:
Kurihara et al 2013 ¿endoscopic ultrasonography-guided pancreatic duct drainage after failed endoscopic retrograde cholangiopancreatography in patients with malignant and benign pancreatic duct obstructions¿ eus-guided rendezvous technique finally, a pancreatic stent (geenen pancreatic stent; cook medical) of appropriate length was retrogradely inserted in the pd. A total of 17 eus-guided pd drainage procedures were carried out in 14 patients (age: mean 64.6 years, range 54¿81 years, eight men). These procedures were done at tokyo medical university hospital and shizuoka general hospital from february 2010 to april 2012. A total of 11 eus-guided rendezvous techniques for decompression of pd were carried out in 10 patients (table 1). Of these, eight patients had surgically altered anatomy after the whipple procedure and two other patients had normal anatomy. Zilver 635 self-expanding biliary stent cases 6 and 7 had reintervention for acute recurrent pancreatitis after stent removal. This patient received an uncovered self-expanding metallic stent (sems) (zilver; cook endoscopy, winston-salem, nc, USA) across the recurrent stenotic pancreatojejunum anastomosis at reintervention because the stricture was due to a recurrence of pancreatic cancer. As a result of the placement of the uncovered sems, there was no acute recurrent pancreatitis until death. Zilver stent was used off label as it was place to treat pancreatitis.

Manufacturer narrative:
The rpn cannot be confirmed, possible 510(k) numbers are k163018 or k182980. The investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.